Event description:
The customer reported that the jaws of the device would not open. It is unknown if the device was applied to tissue at the time, and if so, how the device was removed from the tissue. Another device was used in order to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.